Event description:
Device has been explanted.

Manufacturer narrative:
Continued d.10 concomitant therapy: adderall, demerol 50mg 1 tablet as needed orally every 6hrs, norco 5-325mg 1-2 tablets as needed orally every 4-6hrs, promethazine hcl 25mg 1 tablet as needed orally every 6hrs, keflex 500mg 1 capsule orally 4 times a day. Device evaluation: "the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 3313108. Visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.